Manufacturer narrative:
Evaluation summary:the evaluation revealed the joystick and the screw of the fixation pin as primary products. A review of the DHR was not possible for the fixation pin due to missing lot code. During investigation no material, design or manufacturing related issues were found. The broken fixation pin was not confirmed; the returned screw of the fixation pin was heavily damaged by tools but not broken. Because no manufacturing fault was detected the case is also attributed to the user. No nonconformity identified.

Event description:
During the inspection, it was found that the fixation pin was broken. Its inner part was not able to be removed from the joystick and its outer part was missing.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection, it was found that the fixation pin was broken. Its inner part was not able to be removed from the joystick and its outer part was missing.